Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After pre-dilatation was performed, a 2.50x16mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was lifted. The procedure was completed with another 2.25 mm synergy xd drug-eluting stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After pre-dilatation was performed, a 2.50x16mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was lifted. The procedure was completed with another 2.25 mm synergy xd drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR: the synergy xd mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.